Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 20 atmospheres for 20 seconds. However, during the second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6-40/5.3/40 mustang¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 2mm proximal to the proximal edge of the distal markerband and extending proximally for a total length of 41mm. A visual and microscopic examination found no issue with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 20 atmospheres for 20 seconds. However, during the second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6-40/5.3/40 mustang¿ balloon catheter. No patient complications were reported.